Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart. The customer¿s blood glucose level was 234 mg/dl. The customer stated that they received an unexpected restart alarm on the insulin pump and started to beep. The troubleshooting was performed (not pertaining to pump recently stored or not in use for extended period of time) and received another unexpected restart alarm after a battery change. The customer advised to monitor the pump and may continue to wear the pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specification range. Pump was monitored and tested with no shutting off by itself or off no power anomaly, blank display or unexpected restart error alarm noted. Pump received with corroded battery tube noted.